Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is pain. Device evaluation: visual analysis of the returned device identified a deformation, a crease fold, a encapsulation, wear abrasion and weight to the spec. Cloudy and voids were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain¿, ¿chronic fatigue¿, ¿joint pain¿, and ¿anxiety¿. The device was explanted.